Event description:
It was reported that the device no longer works. There was no harm or delay reported. Upon investigation, it was found that the motor was seized.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was seized, the cable had contact issues, and the unit was out of calibration. The motor, plug harness assembly, shaft bearings and sleeve bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends